Event description:
Following a position change, the pt was experiencing a jolting, sharp pounding pain in both legs and rib area; the pt reported that it felt like nerve pain. The pain was stronger when the pt was coughing or sneezing. A physician mode recharge had been performed earlier in the day. The pt was told to go home to charge the implantable neurostimulator (ins). After recharging to full, when the pt went to use the pt programmer, the pt experienced a jolt. The pt saw a power on reset (por) on the screen of the pt programmer. The pt had not had any falls or trauma. Impedance measurements were normal. The next day, they met with the pt and cleared the por. After that, they were able to turn the ins on. As soon as the ins was turned on, the pt said "bless you". They then used the pt programmer to run the ins back off to see if the pt would experience the sharp pounding pain again. With the ins off, the pt reported no more sharp pounding pain. The paresthesia area was lower back and bilateral legs. The pt reported that she was now 100% better with the ins on.

Manufacturer narrative:
(B) (4).